Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt): (B)(6) 2015.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The battery depleted within four years. The device was explanted and replaced. It was also reported there was high threshold on the left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.